Manufacturer narrative:
The pump had a button error alarm and no esc and act button response due to the corroded keypad traces. The pump was received with a minor scratched display window, a cracked reservoir tube lip, a cracked reservoir tube near the reservoir tube window, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 124 mg/dl at the time of the incident. Customer stated that she was wearing it in her shirt and it started alarming. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.